Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery test due to the prime anomaly. The following physical damage was noted: cracked casing at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose was 380 mg/dl at the time of incident. Troubleshooting was initiated and the insulin pump alarmed no delivery during a manual prime attempt. The no delivery alarm also occurred despite insulin exiting the tubing. The insulin pump was returned for analysis.